Event description:
Complainant alleged that the clinicians were setting up the device for use on a pt (age and gender unk), but the red discharge button on the device came out causing the device not to be operational. There was no reported adverse effect on the pt as a result of the reported malfunction.